Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a thrombectomy treatment procedure, the device stuck on the wire. The target lesion was located in the iliac vein. Upon withdrawal of a angiojet solent proxi catheter, the device stuck on the wire. The catheter and wire were successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a angiojet solent proxi thrombectomy system. A visual examination of the returned device found there was no damage or irregularity in the catheter tubing. A .035 diameter guidewire was inserted into the device and could not duplicate any guidewire sticking issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a thrombectomy treatment procedure, the device stuck on the wire. The target lesion was located in the iliac vein. Upon withdrawal of a angiojet solent proxi catheter, the device stuck on the wire. The catheter and wire were successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.